Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryoablation procedure, the mapping catheter had a kink so it was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.